Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that foreign matter was found inside the bd plastipak¿ luer-lok¿ syringe during use. The following information was provided by the initial reporter, translated from french to english: "when preparing a chemotherapy bag, the pph takes the product and is aware of the presence of a stain inside the body of the syringe. The syringe is therefore emptied and set aside and the preparation is redone. "

Event description:
It was reported that foreign matter was found inside the bd plastipak¿ luer-lok¿ syringe during use. The following information was provided by the initial reporter, translated from french to english: "when preparing a chemotherapy bag, the pph takes the product and is aware of the presence of a stain inside the body of the syringe. The syringe is therefore emptied and set aside and the preparation is redone. "

Manufacturer narrative:
H.6. Investigation: one photo was provided to our quality team for investigation. Upon visual inspection, a black particle is observed on the syringe barrel. Based on the photo evaluation and description provided, it appears the particle is embedded within the barrel walls. A device history review was performed for reported lot 2003296, no deviations or non-conformances related to the reported issues were identified during the manufacturing process. During the molding process, polypropylene particles can generated and become burnt, remaining on the walls of injection machine. While we could not identify a direct issue, the particles likely generated during the molding process and, detached and became injected into the mold.